Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. One warmer device was received for investigation. During visual inspection no anomalies or damage were observed. The reported issue was confirmed during functional testing when the device pump did not operate, and the warmer over-temperature alarm activated after one minute. The issue was traced to the warmer pump component, which was determined to be rusted and inoperative. When a new pump was installed in to the warmer, the device passed a three-hour functional test without activating an overtemperature alarm. A root cause was unable to be determined. A manufacturing device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. The pump, o-rings, tank gasket and microswitch were all replaced.

Event description:
It was reported that during a bench test, the device systematically started to heat up until it was in too high and caused a temperature alarm. No injury was reported.

Manufacturer narrative:
UDI section, is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.